Manufacturer narrative:
While provue and manual gel card crossmatch testing were negative (compatible), traditional tube testing and testing on ortho vision yielded positive reactions (incompatible), gel cards were investigated refer to complaint #(B)(4). Listed provue has been confirmed to be used for internal validation testing at the customer's site and is not being used for patient release results. Testing is being performed in support of the vision method comparison validation testing for the mts anti-igg gel card for the ahg crossmatch test. Service was not required. No definitive root cause was determined. No incorrect or erroneous result have been reported as a result of the reported concern.

Event description:
Ocd rep contacting (B)(4) to report of a false negative reaction for the ahg cross match test with a sample known to be a blood group of a pos against 2 donors known to be a blood group of ab neg on the provue and by the manual gel method, whereas testing on the ortho vision and traditional tube yielded expected incompatible results. This incident is #2 of 2. (B)(4).